Manufacturer narrative:
31-aug-2021 product investigation results: product return was received with a foreign charger and both investigated. Charger was identified as a non-genuine oral-b product, it was not manufactured under p&g control. The foreign charger is burned and shows traces of electrical arcing at the mains cable. Toothbrush received was investigated without product fault.

Event description:
Consumer reported via phone that the toothbrush burned. No injury was reported.

Manufacturer narrative:
Full evaluation will occur upon receipt of returned product.

Event description:
Consumer reported via phone that the toothbrush burned. No injury was reported.